Event description:
It was alleged that during a case after using the suction irrigator the surgeon noticed a small gray area on the liver. It was reported that the protective sheath was not placed over the cautery wand. It was also reported that burns to the pt's liver were not serious. The burns did not require treatment or follow up from the dr.